Event description:
The customer's mother called and reported that the insulin pump had suspended itself several times without warning. It was stated the insulin pump suspended for six hours. It was explained to the customer's mother that the insulin pump was not able to suspend by itself and the process by which it would suspend was explained. Customer's mother stated the doctor uploaded insulin pump information and it showed several instances of the device being suspended, but customer stated they had not suspended it. It was advised that the customer would receive an insulin pump for continuation of therapy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.